Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing low blood glucose level 45 mg/dl which was treated by glucose . It was unknown if insulin pump was on auto mode. Customer was unable to performed troubleshoot for high blood glucose. Customer changed infusion set and reservoir. Insulin pump received insulin flow block alarm. Device will not returned for analysis.